Event description:
It was reported that during a meniscus repair, t2 of the fast-fix could not be deployed. T1 was removed by tweezers and suction. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The knot has been tightened down. The actuator is in the pre-t2 position. The depth straw shows sign of use. A functional evaluation could not be performed as both implants have been deployed. The actuator does cycle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.